Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing.

Event description:
It was reported to hamilton medical ag that: ¿tf 9708 error code¿. A patient was involved. However, no intervention necessarily, no health or consequences to the patient was reported.